Event description:
Additional information has been received clarifying that the malfunction occurred before a surgery. The surgery was completed successfully. There was no patient involvement.

Manufacturer narrative:
No sample has been received at manufacturing for evaluation. With no additional, related information provided, the customer reported event was not able to be confirmed. The manufacturing device history record (DHR) was reviewed. The DHR was completed and reviewed by qa to ensure that the product was manufactured in compliance with the device master record. Based on qa assessment, the product met specifications. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported than a phacoemulsification handpiece had no phacoemulsification power and cumulative dissipated energy (cde) did not increase during a surgery. There was no report of any patient harm. Additional information has been requested but none received.